Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty foot switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high frequency electrosurgical unit experienced an e433 temporary failure error. The issue occurred during reprocessing before an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.